Event description:
It was reported that devices were used during an unknown procedure. The devices outer gaskets ruptured during several procedures. Opened another device to complete the cases. There was no consequences to patients.